Manufacturer narrative:
G4:02feb2021. B4:03feb2021. H11: b5: the customer reported a ventilator experienced a trigger malfunction during clinical use. H10: there was no patient or user harm reported. The reported issue could not be verified or duplicated after conducting several operational, functional, and safety test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jan2021 b4:(B)(6) 2021 the device was evaluated and tested by a international field service engineer (fse). The fse could not duplicate the reported issue. After several tests, it was determined that the reported problem could not be duplicated. The device was reported to be operational and complying with factory specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported a ventilator alarm occurred during clinical use. The device malfunction was reported to have occurred during clinical use at the time the issue was discovered. There was no patient or user harm reported.